Event description:
It was reported that the doctor used ossix plus for an edentulous lower ridge augmentation. He used it with primary closure and when the patient came back in 2 weeks it was about 10 mm exposed. The patient had no pain and no infection. The doctor subsequently removed the membrane and the tissue healed and it fully covered. According to the picture sent by the doctor, a template was implanted instead of the membrane. The template is made of tyvek, has an imprint "template" on it, included in the package and is not intended for implantation, but to facilitate membrane's trimming.